Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse contacted support stating that the patient received an insulin occlusion alert while using an infusion set. The patient reported elevated blood glucose levels for approximately five hours. The patient administered five units of insulin as backup therapy, which initially reduced blood glucose levels; however, levels later increased again, reaching a reported high of 380 mg/dl. Upon reviewing device operation steps, it was identified that insulin delivery had stopped due to the occlusion. The patient was guided through the fill tubing sequence, after which the occlusion alert cleared. The tubing was reattached, and insulin delivery resumed. The patient reported that blood glucose levels began trending downward and indicated that no further assistance was needed. The patient confirmed that blood glucose levels were affected during the event, no ketone testing was performed, no recent steroid injections were reported, and no professional medical intervention or immediate health effects occurred. The patient¿s spouse assists with diabetes care, though the patient was able and willing to complete the required tasks independently. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.